Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a mid left anterior descending interventional procedure, in a mildly calcified, 99% stenosed lesion, a 2.5 x 15 mm voyager rx failed to cross the lesion. A 1.5 x 15 mm voyager rx was able to cross, but during the first inflation at 7 atmospheres (atm) the balloon ruptured. The lesion was dilated with a non-abbott balloon dilatation catheter enabling the 2.5 x 15 mm voyager rx to be used successfully. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming.